Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving a reading of 350 mg/dl and two unknown readings. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned and tested with returned test strips lot # 0927102 . The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported reading of 350 mg/dl was found in the device's internal memory log within 10 minutes of readings 26 mg/dl and 113 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.